Event description:
On (B)(6) 2014, the nakoma acp system, part # 3100t-2300 lot # sm5977 (class I device), was received from the contracted manufacturer. The tool is constructed of titanium according to specification. Certificate of conformance for material and testing are on file. The lot was inspected to a 100% first article inspection which consisted of 30 tools. The lot was inspected with no non-conformances and released to inventory where it was assigned to a surgery set. On (B)(6) 2015 dr. (B)(6) was performing a surgery at (B)(6). The surgeon used the alliance spine nakoma acp, screw removal tool (part #3100t - 2300 lot # sm5977). The dr. Also used one alliance spine alliance spine nakoma cervical 30mm plate, (part #3100i - 2002 lot # 21676s) and six nakoma 04.0mm variable screws (part #3100i-8003 lot #21536s). After, the dr. Placed the implant successfully into the patient. The dr. Asked the surgery tech for the nakoma acp, screw removal tool (part #3100t - 2300 lot # sm5977). The surgeon thought that the screw had gone through the plate and proceeded to remove the screw when the removal sleeve broke off the tool. The surgery tech then showed (mkt-106 rev b.), nakoma surgical technique to the surgeon and explained that the plate is low profile and the screws lay flush against the plate. When the removal tool broke, the dr. Removed piece successfully from the patient and did not need to take any x-rays since the piece was thrown into hazardous material bin. There were no reported injuries. The screw removal tool was sent back to alliance spine for a product evaluation. On (B)(6) 2015 alliance spine quality specialist added the statement from the field rep. Regarding the incident. On the same day, the nakoma acp, screw removal tool (part #3100t - 2300 lot # sm5977) was returned back to the main office and was transferred to engineering dept. For a product evaluation. Pictures were taken of the broken screw removal tool. Also the inspection report, certificate of conformance including all material certifications was added to the file. On (B)(6) 2015 the engineering dept. Tried to recreate the failure using an alliance spine level 1 nakoma sl acp plate and a new nakoma acp, screw removal tool (part #3100t- 2300 lot # sm5977) from the same manufactured lot. In order to re-create the failure the plate was mounted to a cervical saw bone using two screws. Once the screws were locked the nakoma acp, screw removal tool (part #3100t- 2300 lot # sm5977) was used to remove the screws. This was repeated two separate times and there was no failure, damage was observed when following the proper surgical technique to remove the screws. The engineering dept. Was unable to re-create the failure.

Manufacturer narrative:
Alliance spine awareness date = (B)(4) 2015. Physician = dr. (B)(6) . On (B)(4) 2015 the engineering dept. Determined the cause of failure was excessive force and user error. This product is still in the limited market release phase and is being evaluated by a limited number of surgeons. Proper training and technique should be communicated by the sales staff at alliance spine to the physicians prior to surgery. On (B)(4) 2015 quality specialist added a copy of mkt-106 rev b nakoma surgical technique was also added to the file for verification of proper usage.